Event description:
It was reported that an ilet user experienced prolonged high blood glucose readings, with fingerstick values up to 467 mg/dl, in the context of missed meal announcements and challenges ensuring the ¿deliver¿ swipe was fully completed; the user changed the teflon infusion set and filled the insulin cartridge, and later completed a properly announced breakfast dose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface for meal delivery and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.